Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found the device was not able to charge to the selected energy within 25 seconds of the threshold. The log cannot be used to determine the charge level of the installed battery. The battery used during the reported event was not able to be identified and could not be evaluated. The device was recertified and returned to normal operation. No trend is associated with reports of this type.